Event description:
This pt experienced a late thrombosis and restenosis of a cypher stent approx three months post implantation. This pt was admitted for elective coronary intervention. He was currently taking ticlid and aspirin. Angiography revealed a de-novo, eccentric, calcified, ostial, type b2 lesion in the proximal rca. The lesion length was 15mm and vessel diameter was 3.5mm. Heparin, 10,000 units, was administered via IV. The lesion was not predilated. A 3.5x18mm cypher stent was deployed to 20 atm. The stent was post dilated with a 3.5x18mm balloon inflated to 20 atm. Ivus was not conducted. Timi flow before the procedure was 3 and 3 after the procedure. The residual % of stenosis was 25%. Acts were not measured. Approx three months later, the pt complained of chest pain and came to the hospital. St elevations were observed on ECG and the pt was taken to the cath lab for evaluation. Angiography and ivus were conducted, which revealed thrombus within the previously implanted 3.5x18mm cypher stent in the proximal rca. Of note, the pt had discontinued the use of ticlid three days prior to this incident (after three months duration). To treat the thrombus, balloon angioplasty conducted with a 3.5x15mm konga balloon inflated to 20 atm. One month later, the pt again complained of chest pain and came to the hospital. Follow-up angiography and ivus were conducted and restenosis was observed in the implanted cypher. To treat the restenosis, balloon angioplasty was again conducted. The pt has been scheduled to undergo coronary bypass surgery, as the physician feels that there is a possibility of restenosis occurring again in the implanted cypher. The physician thinks the cause of the restenosis was due to the pt's constitution (allergy etc). The pt is still in the hospital. Implanting physician's comment: the cause of the thrombotic event was because administer of ticlopidine hydrochloride was stopped as three months had passed. Note cjs18350 is not distributed in the us; however, it is similar to us product cxs18350.